Manufacturer narrative:
Continuation of concomitant products: 5524m45 lead, implanted: (B)(6) 1993. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited noise, and the rv lead exhibited increased sensing integrity counter (sic). The leads remain in use. No patient complications have been reported as a result of this event.